Event description:
Wavelight technology was utilized to correct astigmatism and myopia. Unfortunately, vision is currently worse than it was prior to procedure. Vision is 20/60 and 20/40. Patient complains of blurry vision even with glasses. Eyes are dry and uncomfortable. She has been visiting an ophthalmologist weekly with no improvement. She is unable to read, see her children's face, their drawings, or drive at night. She experiences visual star bursts.